Event description:
In 2003, the hospital notified the manufacturer after swapping the patient to a back-up stroke volume limiter (svl) that the patient had dropped and broke the nipple fitting on the svl.